Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, a revison procedure was performed (B)(6) 2012 due to unknown reason. The cup and liner were removed and replaced. Only the liner was manufactured in biomet orthopedics.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.